Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, there were non-recoverable fault 41014. The customer power cycled to resolve the issue. The customer called back and the issue was repeating. The customer hard power cycle; however, the issue persisted. Tse assisted for manual undocking and the suture needle instrument was removed using the instrument release kit (irk). The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive followed up and confirmed that the procedure was completed in the original configuration. Patient demographic information is not known. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 41014". Upon visual inspection there were no issues found related to the reported event. The remote arm controller (rac) was installed on golden system, was able to be programmed, and was power-cycled 10 times without error. Sine cycle was run for 10 minutes and passed without issue. Unit tested using surgeon side console, instruments were installed and the master tool manipulator (mtm) was able to move freely and intuitively. Mtm was received for failure analysis. The issue was confirmed via system logs; however, it could not be replicated during testing on the surgical fixture test platform (sftp). No visual defects related to the reported issue were identified during inspection. All functional testing passed, and no abnormal behavior was observed.

Event description:
Refer to h11 for follow-up information.